Event description:
It was reported that in preparation for an unspecified procedure, a guide wire was separated when unpacked. The anatomical location and the name of the procedure are unknown. The back-up meier .035inch 300cm guide wire outer spiral was "separate" when taken out of the package. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient condition is reported as "stable." Multiple attempts to obtain additional information have been unsuccessful.